Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had been discharged from the hospital, and there were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for valve flux testing. The valve did not meet the requirement for patency, siphon, reflux, leak, pressure/flow and pre-implantation testing. The valve did not meet the requirements for leak testing due to presence of tears on the casing of the delta chamber. Damage was also observed on the delta chamber. It is unknown how and when this damage may have occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿ biological debris were observed on the interior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a shunt surgery, a leak was found in the antisiphon chamber of the shunt. The device was replaced with a new product of the same model to complete the operation. The patient's status at the time of the report was alive-no injury.